Event description:
Two lesions were treated approx 5 weeks ago. The first lesion treated was located in the proximal lcx and was treated with a bare metal stent (brand name unk). The second lesion treated was located in the proximal lad. One endeavor sprint stent was successfully implanted (4.0x18mm). The pt had an mi one day after the procedure and an ECG was performed. There was no new q-wave on the ECG. The location of the infarction was lateral. A repeat angiography was performed and the investigator reported that the target lesion was not involved. The pt had unstable angina pectoris and also complained of chest pain. There was an increase in troponin levels. Coronary angiogram showed no significant lesions. No further intervention. Pt discharged the next day. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Results: myocardial infarction, other- lack of info; conclusion: other- lack of info.